Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center during the prime cycle prior to the home patient's automated peritoneal dialysis therapy for assistance. Per initial report, the home patient connected her transfer set to the patient line of the homechoice set during the prime cycle. No patient injury or medical intervention was indicated at the time of the initial report.